Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that the patient had good impedances intra-operatively, however, in the post-anesthesia care unit, contacts 13 & 14 would intermittently go in and out of range based off the patient¿s position. No external factors were reported. No further actions/interventions were reported. The rep indicated that the issue was resolved at the time of the report. No further complications or patient symptoms were reported or anticipated.